Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 250 to 350 mg/dl. The customer delivered a bolus via the pump. Reportedly, the customer changed the infusion set to resolve the alarms. As the events occurred in the past, troubleshooting was unable to be performed with tandem technical support.